Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 555 mg/dl and 120 mg/dl. Based on the result of 555 mg/dl, customer's daughter injected customer with 20 units of levemir which is a higher dose than normal. Customer's normal dosage amount is not known. Approximately 1 hour later, customer began to experience "dizziness, extreme fatigue, sweating, and tremors." Customer's daughter treated customer with sugar cubes as customer was unable to do this on her own. No other treatment was required and customer was not taken to the hospital. Customer has recovered and is currently in good condition. The manufacturer requested return of suspect product for evaluation.